Manufacturer narrative:
The reported events of low pacing lead impedance, failure to sense, and insulation breach were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations found compressed outer coil due to overtighten suture. Shorting between conductors was found due to damaged inner insulation at the suture tie region. The cause of the reported events was due to the damaged inner insulation caused by overtighten suture consistent with procedural damage

Event description:
It was reported the patient presented in hospital for a pacemaker implant procedure. Upon implant of the right ventricular lead, it was observed the lead had a low pacing impedance and no bipolar signal was presented. The lead was measured through the analyzer with the same results. The lead was explanted and replaced to complete the procedure. Visual inspection of the lead revealed an insulation breach. The patient was in stable condition.